Event description:
Customer reported results of 264mg/dl and 124mg/dl within 10 minutes using the advantage system. No treatment based on results. No adverse event reported. Requested return of suspect system and replacement was sent.